Event description:
Smiths medical japan has informed us of an event that the user alleges one day after tracheostomy tube placed they discovered cuff leakage. The hospital replaced the tube. The product was not tested before use per the instructions for use. No adverse outcome reported.